Event description:
On january 26th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that her dario test strips gave her different bg readings than her older test strips. Due to the above, the user requested control solution in order to test the strips.

Manufacturer narrative:
Due to the user's request, control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.